Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the procedure was being performed in the operating room. The catheter was being placed into the patient's right internal jugular. The single lumen companion product was inserted into the introducer. When the slic was removed, a corkscrew shaped piece of plastic came out with the slic. There was no delay in treatment and no patient death or complications reported.